Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the subclavian vein using an indigo system separator 8 (sep8). During the procedure, the physician completed three passes using the sep8 with an indigo system aspiration catheter 8 (cat8). While advancing and retracting the sep8 with no resistance, the physician noticed at one point under fluoroscopy that the bulb of the sep8 had detached inside cat8. Therefore, the physician aspirated the detached bulb into the cat8 and safely removed it from the patient. The procedure was then completed using a new sep8 and the same cat8. There was no report of an adverse effect to the patient.